Event description:
The user received questionable glucose results for an unknown number of patient samples from the analytical d module analyzer serial number (B)(4). Of the data provided, the results for 24 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 249 and the repeat result was 116. Patient sample 2 initial result was 250 and the repeat result was 85. Patient sample 3 initial result was 178 and the repeat result was 103. Patient sample 4 initial result was 122 and the repeat result was 89. Patient sample 5 initial result was 127 and the repeat result was 81. Patient sample 6 initial result was 100 and the repeat result was 75. Patient sample 7 initial result was 128 and the repeat result was 66. Patient sample 8 initial result was 254 and the repeat result was 88. Patient sample 9 initial result was 135 and the repeat result was 92. Patient sample 10 initial result was 139 and the repeat result was 98. Patient sample 11 initial result was 156 and the repeat result was 88. Patient sample 12 initial result was 165 and the repeat result was 117. Patient sample 13 initial result was 156 and the repeat result was 91. Patient sample 14 initial result was 149 and the repeat result was 102. Patient sample 15 initial result was 181 and the repeat result was 90. Patient sample 16 initial result was 177 and the repeat result was 95. Patient sample 17 initial result was 171 and the repeat result was 119. Patient sample 18 initial result was 118 and the repeat result was 85. Patient sample 19 initial result was 239 and the repeat result was 136. Patient sample 20 initial result was 204 and the repeat result was 120. Patient sample 21 initial result was 121 and the repeat result was 90. Patient sample 22 initial result was 152 and the repeat result was 86. Patient sample 23 initial result was 173 and the repeat result was 96. Patient sample 24 initial result was 440 and the repeat result was 212. The user stated all the initial results were accompanied by data flags, but no specific information concerning the flags could be provided. The initial results were reported outside the laboratory. The user did not know if the patients were adversely affected. The glucose r2 reagent lot number was 63937801. Upon evaluation of the analyzer, the field service representative determined the cell rinse nozzles for the detergent were not filling to the proper levels. He adjusted all the water and detergent levels to the proper levels, replaced and changed the valve and decontaminated the analyzer. To verify the analyzer operation, he ran calibration, quality control and precision testing. All results were acceptable and were within the specified ranges.